Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).the complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connect was found to be dislodged. Functional testing was not performed because the device was received in a condition making evaluation impossible. Therefore the complaint of permanent out of range could not be confirmed. A CAPA has been initiated for this issue.